Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that charging their ins was a difficult process. The patient tried for an hour at one point and was unable to charge their ins. Last week they were able to charge their ins "some". It was advised patient use belt to charge their ins because the patient said they have to hold the recharger antenna in place in order to charge their ins. Patient stated their bandages from surgery are gone. During the call, the patient was able to start charging their ins and said their ins battery showed a percentage charged for the first time (30% because usually they see a triangle by the battery). It was advised patient to follow up with their manufacturer representative (rep) if the situation continues. Additional information was received. It was reported the patient's ins took 3 hours to charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.